Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Report of formal claim received from kennedys regarding pinnacle mom hip implant revision due to pain laterally and in the groin area.

Manufacturer narrative:
Report of formal claim received from kennedys regarding pinnacle mom hip implant revision due to pain laterally and in the groin area. No device associated with this report was received for examination. A worldwide complaint database search identified no previous complaints referencing the cup product lot a3cfb1000, metal insert lot 2291368 and head lot 2290676. A worldwide complaints database search identified one previous complaint referencing the collar lot 2203500 ((B)(4)). A review of (B)(4) identified that no products were received for investigation and the complaint was closed in 2014 with an undetermined conclusion. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.